Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal and umbilical hernia. It was reported that after implant, the patient experienced recurrent hernia, mesh contracted, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, defective device, and failure of mesh. Post-operative patient treatment included mesh revision, and hernia repair with mesh.